Event description:
It was reported that the sys displayed errors and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board. The sys operates as intended.